Manufacturer narrative:
Please note that the event date reported is unknown. The event date of (B)(6) 2016 which is the alert date is being used for reporting purposes. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient called requesting the catalog and lot number for a trapease inferior vena cava (ivc) filter implanted approximately sixty four months prior. The patient added that the implanting physician had since retired and that the medical records only stated that the filter was a trapease ivc filter. The caller advised they were going to be contacting a lawyer to bring a lawsuit due to a near death issue caused by the item/device. The caller said the item/device clogged up and cut-off blood flow to the lower body, and had lost portions of all but two (2) toes on the left foot and nearly died from the incident. No additional information is available.

Manufacturer narrative:
As reported, the patient called requesting the catalog and lot number for a trapease inferior vena cava (ivc) filter implanted approximately sixty four months prior. The patient added that the implanting physician had since retired and that the medical records only stated that the filter was a trapease ivc filter. The caller advised they were going to be contacting a lawyer to bring a lawsuit due to a near death issue caused by the item/device. The caller said the item/device clogged up and cut-off blood flow to the lower body, and had lost portions of all but two (2) toes on the left foot and nearly died from the incident. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, and pharmacological. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.